Manufacturer narrative:
The patient¿s weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 43 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s driveline site was reddened with sanguineous drainage. It appeared to have been pulled or some type of trauma. The patient had complaints of pain at site last week during routine office visit. A CT scan on (B)(6) 2017 showed no acute findings in abdomen or pelvis, no inflammation. There were unspecified changes to the patient¿s medication. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.